Manufacturer narrative:
The device was inspected and tested on june 05, 2017. Within this inspection, functional testing and visual inspection was made. The result was: product in specification and did not show any deviations that could cause the reported incident. We suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer called on (B)(6) 2017, about their skull clamp 4001-20 which "locked, clicked and the device slipped". The returned goods form stated "the head slipped out of frame causing laceration" . Procedure: craniotomy in prone position. Surgery was completed. Date of incident was (B)(6) 2017.